Manufacturer narrative:
Investigation result: one hundred and fifty 10012241 samples were received in sealed packaging from lot 25065137 for investigation. No connecting products were available to support the investigation. The customer reported ""clogging" of the tip of the product, where it was not possible to apply a pre-filled syringe through it." Fifteen of the returned samples were selected at random; a visual inspection of the samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe whilst connected to a smartsite from bd stock; in each instance, no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25065137 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10012241 product over the past 12 months.

Event description:
This problem was solved during a clinical meeting directly at the workplace. The customer does not use the recommended products, specifically the smarsite needle-free connector, which is compatible with the closed male luer system. For this reason, the closed male luer did not open, and it appeared that the component was blocked. After connecting the nfc smarsite which is recomended, everything worked without any signs of a defect. The customer was instructed on the correct use of the product, and detailed product training on the entire texium system will be provided in the future.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap was occluded. The following information was provided by the initial reporter: customer confirmed "clogging" of the tip of the product, where it was not possible to apply a pre-filled syringe through it. When did the incident occur? During use.